Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead failed to capture and sense. Chest x-ray confirmed that the ra lead was dislodged. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.